Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that they are displeased with the new person therapy manager (ptm). Patient said they have to start the process of retrieving the information and the pump settings and they get it to 90%. They don't move the communicator and they will leave it right where it is and it takes 53 seconds to connect to the pump. Patient found that unsatisfactory to have to go through that every day at least 6 times a day. They inquired why it is taking that much longer to connect. Patient mentioned they get service code 156 when connecting to with ptm. Agent assisted patient with clearing data off the handset. Patient was able to connect to pump very fast. Agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.